Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted on (B)(6) 2024. The icp monitor did not display any icp readings four hours after sensor was placed. Therefore, sensor was removed and replaced with a new sensor on (B)(6) 2024, and continue the monitoring. Patient did not experienced any signs and symptoms due to the product issue.the monitor used is icp express, 220 volt (ID 826635) and the cable used is icp express cable (ID 826636).,

Manufacturer narrative:
Updated fields: the microsensor (ID (B)(4) was returned for evaluation. Device history record (DHR) - the product code 826631with lot 6791355 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the catheter crimped 45cm and 55cm from connector end. Icp express read 474. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The complaint was not confirmed. Root cause analysis - the possible root cause for this issue reported by the customer could be due to an incorrect set-up of device.

Event description:
N/a